Event description:
It was reported that since implant the lead's r-wave sensing measurement has varied from 11.2 mv to 2.8 mv. The device was reprogramed to maintain adequate sensing margins on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.